Manufacturer narrative:
(B)(4). Product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that intra-op, the torx driver stripped while tightening a domino. The product came in contact with the patient. The product broke. No fragment of the product remained in the patient. No patient complications were reported as a result of this event. The product broke from the tip.